Manufacturer narrative:
Feedback reported that when pressure infusion bags are connected to a vascular sheath that is inserted into a patient, that blood is backflowing from the sheath towards the pressure bag when the bags are fully inflated. As part of this complaint investigation, 2 samples were returned to sunmed for evaluation. Product was inspected visually, with no nonconformities identified. Product was then inflated and subjected to a 5hr leak test. The gages were marked and photographed at the start and end of the 5hrs to identify if any leaks occurred. At the conclusion of the 5hrs, the gages were found to have not moved and the bags were fully inflated, meeting expected performance criteria. Quality trending was also reviewed for this product family over the last 12mths, with no trend or feedback on similar complaints. This feedback was further reviewed with the internal clinical team to understand other possible inducers of this observation of retro flow of blood into the lines. Retro flow occurs when the pressure of the infusion bags is too low, for which possible causes outside of product performance may include: air not being continually added to the bag to maintain the pressure in the event of a rapid infusion, or the stopcock not fully being engaged into the "maintain" position leading to a slow leak overtime.

Event description:
Customer alleges "we continue to see blood backflowing from the sheath towards the pressure bag with the bags being fully inflated. This can be problematic, resulting in the sheath getting clotted. "